Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly, an undefined cgm issue occurred and that the touch screen is unreadable. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.